Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field representative was onsite when this issue was discovered and confirmed that the system's charging board had voltage output below the acceptable range. Replacement of the charging board resolved the issue. No further issues were reported. Analysis of the returned board confirmed the electrical failure as all leds lit except dut pcb d3e and ch e on test fixture failed to illuminate. Functional test failed. Channel e output failed. Record dc test voltages at channel e measured zero and near zero which is out of specifications. All other output channels of the pcba were within acceptable spec range. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's charger board was not working. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacturing date now provided. Additional FDA code now provided.